Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the light guide rod lens was cracked and the charge coupled device cover lens was chipped. The plastic distal end cover was damaged and the bending section rubber glue was deteriorated with visible winding thread. The universal cord had wrinkles. The angulations and insulation value of the distal end were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had an alarm that the air channel was clogged. The issue was found during reprocessing. Inspection and testing of the returned device found that the nozzle was clogged with a black rubbery material. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing was not conducted/completed at the user facility before the device was sent to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to reprocessing not being conducted/completed at the user facility before the device was sent to olympus. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.